Manufacturer narrative:
Gehc surgery service personnel deactivated emergency stop button. System is not malfunctioning advised customer on correct operation of emergency stop button.

Event description:
Customer reported that "motion disabled" is displayed on left monitor and there is no c-arm movement. Problem occurred while preparing to do a procedure before pt was in room. Customer continue to use system.